Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device cord was damaged, corroded, was leaking air, made excessive noise, was vibrating and the etching was illegible. The device also failed pretests for visual assessment, cable assessment, noise assessment and air pump assessment. The assignable root cause was traced to improper maintenance. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device cord was damaged, was corroded, was leaking air, made excessive noise, was vibrating and the etching was illegible. It was further determined that the device failed pretests for visual assessments, cable assessment, noise assessment and air pump assessment. It was noted in the service order that the motor in the front part of the device was disconnected. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.